Event description:
Customer reported that the cartridge does not fit securely. There was no reported impact on the customer's blood glucose level, as the customer declined to provide this information. Customer declined follow up from tandem technical support.